Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the patient's right eye (od). The surgery was completed and the patient was removed from the surgical room. The patient was brought back approximately one hour later and the surgeon checked the patient's eye. The surgeon noted the lens was not sitting/laying in the eye properly. The lens was explanted with no patient injury and another micl 12.6 model lens was implanted with no problem. The reporter stated a possible cause of the event could be due to the patient's anatomy. The reporter stated it was not lens related.

Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid and there was evidence of clear surgical residue. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a possible cause of the event could be due to the patient's anatomy. (B)(4).